Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the synchroseal instrument had recognition issue and had a chip on the tip. The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the synchroseal instrument involved with this complaint and completed the device evaluation. The reported event was not confirmed through failure analysis investigation. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests on all attempts the instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. Review of the procedure logs identified no recognition or engagement failures. The instrument was fully functional. No product issue was identified. Further inspection of the instrument identified thermal damage on the electrode inside of the jaw. The instrument's seal and synch functions were tested on the system and both tests passed. There were no signs or arcing. Isi followed up with the site and obtained the following additional information regarding the reported event from the surgeon who is not physically present during the procedure: no fragment fell into the patient. The instrument and accessories were inspected prior to use and no issue was identified.